Event description:
Boston scientific crm received information that this patient was in surgery for a non-device related issue, and the device was unable to be interrogated, and the local sales representative (sr) inquired what to do. Bsc technical services (ts) discussed troubleshooting options and verifying therapy with a magnet response. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. No decision has been communicated to boston scientific crm for resolution on this pacemaker condition. As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.